Event description:
It was reported that this right atrial lead exhibited loss of capture, and the lead found to be dislodged. Subsequently, this patient underwent a revision procedure, this lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.